Event description:
The customer was hospitalized for high bgs. The infusion set was changed several times. The cannulas have been bent twice. Customer was placed on insulin drip and bgs came down. However, when the customer was placed back on pump, bgs elevated again. The doctor feels it might be due to pump and lack of education. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. Also it was stated that in reviewing bolus history, it was found that the customer might not be entering bgs when utilizing bolus wizard. The reservoir had air bubbles. Family member called back to report an alarm. Instructed family member to change out the set.